Event description:
It was reported that there was a journal article discussing the evaluation of new predictive scores for sudden cardiac death in childhood hypertrophic cardiomyopathy (hcm). The study included 72 pediatric patients with hcm during a time period from 2009 through 2019. In the article, there were two instances of subcutaneous implantable cardioverter defibrillator (s-ICD) patient's having received an inappropriate shock due to oversensing. There was no mention of multiple shocks or therapy exhaustion in either case, and all evidence indicates the s-icds remain implanted and in service. No adverse patient effects were reported.